Manufacturer narrative:
A hospital within (B)(6) reported that the skin of a bone marrow transplant patient exhibited redness / bulla at the IV insertion site following the application of a chlorashield IV dressing. The area was treated with a bactroban 2% cream (mupirocin calcium) and no further issues were reported. Due to the fact an antibiotic cream was required to treat the area, the reported issue will be considered an adverse event. A review of the device history record for the lot associated with this event yielded no out of specification conditions. Furthermore, a retain sample of the reported lot number was tested and found to conform to final release specifications. Lastly, an unused device from the affected lot was returned from the hospital within turkey and tested per new product release specifications. Once again, the results were within specifications. Therefore, there is no indication that there was a device malfunction.

Event description:
A hospital within (B)(6) reported that the skin of a bone marrow transplant patient exhibited redness / bulla at the IV insertion site following the application of a chlorashield IV dressing.